Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: pinnacle mtl ins neut40idx56od; 12/14 articul 40mm m spec-2; unknown hip acetabular cup; tri-lock bps sz 8 hi offset; unknown hip implant bone screw; unknown hip implant bone screw.

Event description:
It was reported that the patient was experiencing pain for the last 2 years from a total hip. He had a size 8 trilock high offset and 56 pinnacle cup with metal on metal insert and 40 -2 12/14 taper head. The cup had 2 screws in it one looking like a 45mm and the other 20mm. Upon opening the hip a massive pseudo tumor was found encapsulating the femur. After dislocating and remove the femoral head more psuedo tumor was removed all around the acetabulum. Surrounding the trilock stem was massive bone loss on the lateral shoulder of femur into the greater trochanter along with the anterior and posterior femur. The femur was ingrown medially however with such bone loss was slap hammered out easily. We proceeded to the acetabulum where we removed metal insert and screws to test cup stability and in-growth. The component definitely had lysis around the socket however seemed stable enough to proceed. The femur was prepared and we implanted 3 screws into the existing socket with a new liner and ceramic head. It was indicated that the stem was loose at bone to implant interface. Doi: unknown; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After review of the medical records, the patient was revised to address painful right total hip arthroplasty, metallosis, pseudotumor and severe bone loss with osteolysis. He has elevated metal ion levels. Revision notes reported, that a large swollen appearance with dislocation consistent with metallosis was identified in the posterior capsule, there was no fluid but rather a congealed mass of pseudotumor. There was more evidence of metallosis behind the liner.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Corrected: a1, g1, g2, g3 and h6 (patient) from surgical intervention to device revision or replacement. No code available (3191) is used to capture blood heavy metal increased and device revision or replacement. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. E3 initial reporter occupation: lawyer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.